Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that between the ultrasound mode and irrigation/aspiration mode of a procedure the screen/system froze. After re-boot of the system the screen turned white and the system would not restart. The case was completed using an alternate system. There was no impact to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The memory card was replaced to resolve the issue. The card was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 3, 2014. Based on qa assessment, the product met specifications at the time of release. A memory card was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned sample was installed into a calibrated system. The system successfully booted up. A cassette and vitrectomy probe were primed, then ultrasound (u/s) and irrigation/aspiration (I/a) were alternatively exercised numerous times over the course of one minute. No abnormalities were observed. The card ¿not being seated properly on the motherboard¿ can potentially cause of this kind of reported event. However, how or when the card became improperly seated cannot be determined conclusively. The root cause of the reported event can be attributed to the memory card not seated properly on the motherboard. However, how or when the card became improperly seated cannot be determined conclusively. (B)(4).